Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate shocks were delivered due to conducted paroxysmal atrial fibrillation. No patient symptoms were reported. Reprogramming was recommended as the next course of action.